Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported their programmer screen did not show any programs. They thought the program was showing about a month ago, but they did have a scan of the head about that same time, so maybe the scan did something to the programs. It was reviewed how to change programs, but the patient stated there were still no programs there. The patient was going to contact their doctor to take a look. No patient symptoms were reported. No further complications were reported or anticipated.